Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was difficult to remove due to a deflation issue. The end of the device was cut off to allow it to drain and waited 24 hours to see if the device would fall out on its own. The device was removed at that time by pulling it out.